Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient only feels stimulation in her abdomen and ribs. However, the patient's targeted area of pain is her back and legs. It was noted the patient fell in (B)(6) 2015. Diagnostic testing did not reveal any anomalies. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative and the issue is now resolved.